Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer received the following results on the aviva expert system: 21:07pm - 9.8mmol/l, 21:08pm - 1.9mmol/l, 21:08pm - 3.3mmol/l, 21:22pm - 2.4mmol/l, 21:23pm - 2.9mmol/l, 21:30pm - 0.9mmol/l, 21:30pm - 1.9mmol/l, 21:31pm - 2.0mmol/l, 21:32pm - 0.6mmol/l, 21:38pm - 3.7mmol/l, 21:43pm - 14.9mmol/l. The customer was not experiencing hypoglycemic symptoms at the time of the results. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.